Event description:
The consumer reported false negative results via social media with the binaxnow covid-19 antigen self-test for (2) two tests performed on (B)(6) 2022. This MFR. Report addresses test 2 (two) of 2 (two). The consumer performed binaxnow covid-19 antigen self-test that generated a negative result. Repeat testing was performed on the same day and generated a negative result. The next day ((B)(6) 2022) the consumer went into a clinic to receive a rapid covid-19 test (unknown manufacture and brand) that generated a negative result. Confirmation testing (unknown platform and brand) was performed on the same day at the clinic and generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use, device discarded.

Event description:
The consumer reported false negative results via social media with the binaxnow covid-19 antigen self-test for (2) two tests performed on 15dec2022. This MFR. Report addresses test 2 (two) of 2 (two). The consumer performed binaxnow covid-19 antigen self-test that generated a negative result. Repeat testing was performed on the same day and generated a negative result. The next day (16dec2022) the consumer went into a clinic to receive a rapid covid-19 test (unknown manufacture and brand) that generated a negative result. Confirmation testing (unknown platform and brand) was performed on the same day at the clinic and generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.e3, h3 (device returned to mfg., evaluation summary attached) h3 other text : single use, device discarded.